Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
This will be filed to report a mitraclip that was entangled in the chordae, which resulted in a cascade of events. It was reported that a patient presented with grade 4+ degenerative mitral regurgitation (mr), leaflet flail, chordal rupture, and thin degenerated leaflets. During a mitraclip procedure with an xtw, it was noted that imaging and leaflet insertion was challenging due to the pathology of the valve and the proximity of the commissure. While crossing the ventricle with the clip delivery system (cds), the device got entangled in chordae. The cds was inverted and untangled to cross again. Once the cds crossed the ventricle, it interacted with a primary chord and and the cds unintendedly turned and moved towards the commissure. The device had too much stored torque while crossing into the left ventricle, causing the clip to rotate and the cds was stuck in chordae again. It is a possibility that the operators hand could have rotated slightly. The device was able to be freed from the chordae. However; the patient started to crash and oxygen started to drop, mr worsened, and blood pressure decreased. The physician determined the safest option was to deploy the xtw. The leaflets were quickly grasped and the clip was deployed. Some chordae were clipped during the deployment. The patient was stabilized once the clip was deployed. An additional cds device was implanted after to further reduce the mr. There was no visible evidence of tissue damage caused by the first clip, however; the mr was just as bad with both clips implanted, so the physicians assumed the clip entanglement caused damage. It was noted that imaging and leaflet insertion was challenging due to the pathology of the valve and the proximity of the commissure. There was a clinically significant delay due to the entanglement, which resulted in the aforementioned adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement of the device. The reported entrapment of device was due to the unintended movement. The reported poor image resolution was due to pathology of the valve and the proximity of the commissure. The reported tissue injury appears to be related to the clip entanglement. The unchanged mr and subsequent hypoxia and hypotension appear to be cascading effects of the tissue injury. Mr, tissue injury, hypoxia, and hypotension are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and delay to treatment/therapy were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.